Manufacturer narrative:
(B)(4). Date sent: 2/9/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # a98h7h. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: please confirm the specific number of patient events: 1 patient reported have any of these events been previously reported to ethicon? If yes, please provide complaint file number.: no. For each patient event please provide: event date, product code and lot number involved, procedure, and event description.: I have made separate complaints already was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cvl procedure, experienced problems with our clips elsml. The first clip was assembled correctly, but when they tried to load the second one, it did not come fully to the end, which cause an inappropriate formation. With that, the clip felt from the place where was placed. They opened another device, and same thing happened. No patient consequences were reported.